Event description:
It was reported bd insyte¿ autoguard¿ shielded IV catheter had foreign material on the needle. The following information was provided by the initial reporter: "one of our nurses... Had used one of the 22ga catheters on a patient and noticed some sticky/greasy residue on the needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ shielded IV catheter had foreign material on the needle. The following information was provided by the initial reporter: "one of our nurses...had used one of the 22ga catheters on a patient and noticed some sticky/greasy residue on the needle."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which display an empty package and needle cover from an autoguard unit with traces of gel like material on both components. This provides enough evidence to confirm the reported issue of foreign matter. Based on the location and appearance of the material, it is possible that the material is gel that is used in autoguard manufacturing during the gel insertion step due to an equipment setting or misalignment. Although the reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.